Event description:
It was reported that patient hears carealert tones that go off intermittently, describing them as a buzzing sound. This has been going on for about a year. It was further reported that the device was removed for reaching elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient hears carealert tones that go off intermittently, describing them as a buzzing sound. This has been going on for about a year. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis of the device revealed normal battery depletion.